Event description:
It was reported about four weeks after implant that the patient's right ventricular (rv) lead exhibited high pacing thresholds and failure to capture. It was also reported that x-ray suggested perforation/dislodgement and the rv lead was then explanted and replaced. In addition, pericardial effusion was reported and pericardiocentesis was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.